Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Event description:
During repair of a lesion located in a shunt anastomosis, this balloon ruptured at 8 atmospheres using an indeflator. The patient is a female. The vessel had severe calcification, severe tortuosity. The rate of stenosis is unknown. The product was properly inspected and prepped prior to insertion. There was no difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. With the use of an indeflator, the physician inflated the balloon to 6 atmospheres (atm), but was not happy with the result. Therefore, the balloon was re-inflated to 8 atm and the balloon ruptured. After the balloon ruptured, it was safely removed from the patient and another balloon was used to successfully complete the procedure. There was no reported injury to the patient.